Manufacturer narrative:
(B)(4). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during bilateral kyphoplasty, balloons were placed into l1 and were inflated anteriorly and then deflated and retracted and inflated in the midportion of the vertebra. A total of 4cc was injected in each balloon with a pressure of 60 in the right balloon and 73 in the left balloon. The left balloon was then deflated and removed. The right balloon was deflated slightly down to a pressure of 50. Cement was then injected on the left side. After approximately 2 cc of cement the right-sided balloon ruptured. Attempts were made to remove the right-sided cannula along with the balloon but the balloon would not exit from the vertebra. The cannula was then re-advanced over the residual tip of the balloon and the needle was rocked back and forth and moved in circles. This eventually freed the balloon tip from the adjacent cement and the balloon and the cannula were removed.